Event description:
Dr. (B)(6) had a 7.0 ring (lot# 212408) in which he said the "plunger overrode the ring." Another faulty ring today (dr. (B)(6), lot# 214994, 6.25). She states it was "stuck together". There was brief patient contact. No patient injury reported.